Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexplained no delivery alarms and insulin pump had sticky or unresponsive buttons. Customer stated that the insulin pump was forced to prime multiple times and had rejected new batteries. Customer stated that the insulin pump had diminished battery life from insulin pump first received and insulin pump had wear and tear on display or case. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.